Event description:
It was reported that decreased r-wave value and variable hv lead impedance in the yearly trend were observed. The physician elected not to take any action at this time.

Event description:
New information received states that the lead was capped due to noise. The patient condition was good.